Event description:
On 10/24/97, the consumer safety officer at FDA, informed sulzer calcitek that an individual alleges chronic peridontal infection due to a subperiostal implant allegedly received "approximately 10 years ago." The consumer safety officer could not provide any add'l info. The origin of the implant could not be confirmed.